Event description:
Allegedly, a respiratory therapist developed a latex allergy while using unidentified gloves. Ssl americas, inc was notified of the alleged event by a process of litigation involving several companies. It is unclear that the co's device was used or cause any injury to the pt.